Event description:
The patient sought care at an urgent care facility for rash and itching of the arms and legs, reported to have originated at the device application site. The patient was prescribed oral prednisone and oral hydroxyzine hydrochloride. The patient reported that battery fluid leaked from the device and attributed the skin symptoms to the device. The patient reported disposing of the device.

Manufacturer narrative:
It is estimated that the device was worn for approximately 14-days. The device was not returned for evaluation, and no photographs or other objective evidence were provided; therefore, the reported allegation of battery fluid leakage could not be confirmed. A review of device design and verification testing indicates the zio monitor contains a sealed, non-rechargeable 3.0-v lithium coin cell battery compliant with iec 60086-4. Testing demonstrated no hazards under short-circuit, leakage, or single-fault conditions. The device enclosure is rated ipx7. There have been no prior reports of battery explosion, rupture, or similar battery-related events for this device model. Skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr 803 as a product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned.